Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was that the pt reported that ever since their implant surgery, the site where the implant battery was placed has been hurting really bad. Pt said the implant is in their left hip, almost at their waist line. Pt said they aren't sure if they've moved somehow that the implant or place where it is connected has moved; pt confirmed they have not experienced any recent falls or trauma. Pt said that the stimulator is not giving them any relief in their neck and shoulders as it is supposed to, or helping with their migraines. Pt said instead, all the stimulation goes to their left arm and it "freezes up" and "zaps" their left arm. Pt said their hcp said the mdt rep can come meet with them in office; pt left messages with mdt rep, but has not heard back yet. The patient was redirected to their healthcare provider to further address the issue.